Event description:
The following was reported to hamilton medical ag: quotation from the reporter: "the vent failed the startup self test, with multiple codes". No patient involved.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Investigation ongoing.

Manufacturer narrative:
Investigation outcome: the device failed during startup. No patient involvement. When the hamilton-t1 ventilator is powered on at the start of the day, users are required to perform a series of pre-use tests before it can be used on a patient. These tests are a standard safety protocol designed to verify that all critical components, including alarms, sensors, circuits, and valves, are functioning correctly. Their purpose is to ensure patient safety by identifying any potential malfunctions before ventilation begins, making them a mandatory step in the device¿s operation. If a ventilator fails to start up, it prevents the execution of these mandatory self-tests and, as a result, will not be cleared for patient use. This means that a startup failure does not pose an immediate risk to a patient, as the device would never be put into operation without passing the required checks. The failure is contained within the pre-use verification process, ensuring that no faulty device is used for patient care. Consequently, a failed startup is not classified as a critical failure. Since the ventilator undergoes mandatory validation before every use, any device that does not start will simply be identified as non-operational and replaced or serviced before it can be considered for patient care. The control board was exchanged by the technician on site. This case is considered as closed.